Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the technician noted a cc420bf collamer single piece lens looked torn in half in the vial. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.